Event description:
It was reported that during a ptca procedure for recurring instent restenosis, an atherotome of the 2cm peripheral cutting balloon caught on a previously placed stent and was partially lifted from the balloon surface. The lesion being treated was located in the right renal artery. The peripheral cutting balloon was inflated two times to unk atms for approximately one minute, rotating the balloon between inflations. On the second inflation one of the baldes caught on the previously deployed stent. Approximately 40% of the blade was found lifted from the balloon. The physician removed the peripheral cutting balloon without incident, and the procedure continued with another cutting balloon being used in the left renal artery. No pt complications were reported.